Event description:
It was reported that during a gastric bypass procedure, the surgeon was performing the gastric pouch. The surgeon wanted to staple the first part of the pouch. The surgeon entered, rotated, closed, tried to fire but it was too strong. The surgeon aligned the stapler but the articulation lever was aligned but not the stapler head. The surgeon opened a new device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged and without reload present. The clamping was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the right articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.